Event description:
Appears potential atrial under sensing triggering device classified false termination of at/af events at times and intermittent inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).